Manufacturer narrative:
Correction: procedure delay information has been updated.

Event description:
There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. The handle was discarded.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the ratcheting handle was damaged. There was no impact on the patient outcome as a result of this issue. No additional information was provided.